Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from an unspecified location at the distal end of the set. The leak was observed during patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, d4 lot number, g5 510k number, h3, h4 and h6. Correction/additional information: b5, d1, d4 catalog number, g1. B5: the product name is being corrected to clearlink solution set. H10: the device was received for evaluation. Visual inspection not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure testing and clear passage testing was performed which revealed a leak at the joint between the tubing and the bushing. The reported condition was verified. The cause of the condition was determined to be incorrect assembly of the components during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.